Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Signs of use in the form of biological material were observed on the catheter and inside the extension lines. Visual analysis revealed that the brown luer hub was separated from the extension line directly adjacent to one another. No anomalies were observed with the white and blue luer hubs and their respective extension lines. Visual and microscopic analysis confirmed a portion of the extension line was still molded within the separated brown luer hub. The total length of the catheter extrusion measured 167mm, which is within the specification limits of 157mm - 177mm per catheter product drawing. The separation between the distal luer hub and extension line was measured at 101mm from the juncture hub. The outer diameter of the brown extension line measured 0.074", which is not within the specification limits of 0.084" - 0.088" per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 0.051", which is not within the specification limits of 0.055" - 0.059" per proximal extension line extrusion product drawing. This suggests a tensile force caused stretching and thinning of the extension line prior to separation. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for 13c24g0409 in regard to extension line luer hub separation in use. The instructions for use (IFU) provided with this kit warns the user, " flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the brown luer hub and its respective extension line was separated. A portion of the extension line was still molded within the separated luer hub. Based on the appearance of the damage manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "patient called as feeling wet. Gown and bedding had blood, source appeared to be from damaged distal lumen on cvc as end was off. When writer in room no blood was draining from lumen. Charge rn & md was notified. Cvc removed as damaged. Patient does not recall pulling at cvc and lumens were not connected to any infusions." There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "patient called as feeling wet. Gown and bedding had blood, source appeared to be from damaged distal lumen on cvc as end was off. When writer in room no blood was draining from lumen. Charge rn & md was notified. Cvc removed as damaged. Patient does not recall pulling at cvc and lumens were not connected to any infusions." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).